Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was placed in the lad. Patient's pre procedure troponin was 0.02 and post procedure troponin level were 0.13 and 0.44. Cec adjudicated non-q-wave mi (target vessel). Medtronic extended historical peri-pci and adjudicated stent thrombosis; no event.

Manufacturer narrative:
The index procedure was prompted by positive stress test. If information is provided in the future, a supplemental report will be issued.